Event description:
It is reported that a customer with inserting the needle that attaches them to their insulin pump. The patient's blood glucose value was not recorded but the customer stated that they are at normal levels. The customer stated that they were unable to resume normal implantation of the probe needle. The customer did not require medical treatment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.